Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. Programming changes were made. There were no patient consequences.